Event description:
It was reported that the customer experienced a high blood glucose of 498 mg/dl. The customer stated he treated this with his insulin pump but had forgotten to deliver a bolus for a meal earlier. It was also stated the customer had changed out the battery and received a battery out limit alarm on the insulin pump. It was determined the insulin pump was behaving normally. The customer ran a self-test and this passed. Nothing further reported.

Manufacturer narrative:
.